Event description:
It was reported that another IV remodlin cadd cassette alarmed no disposable clamp tubing (unresolved by troubleshooting). No patient injury was reported.

Manufacturer narrative:
No lot number provided for DHR. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.